Event description:
During routine preventative maintenance (pm) it was found that the latching mechanism preventing unintended disconnection of leads from the pacemaker were broken. This allowed leads to be pulled straight out of unit. Normal operation requires a button to be depressed on the leads as a prerequisite to disconnection. This has been found during 4 pms on 4 different 5392 devices. Additionally, 2 other devices were sent back to medtronic for repair for the same issue. Disconnection of leads would result in cessation of life-supporting pacing function.